Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of iab would not inflate completely is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that when the staff attempted to begin pumping, the balloon did not inflate. As a result, the catheter was removed and replaced with a new one. The new catheter was inserted in the same insertion site. There was no report of patient complications, serious injury or death.

Event description:
It was reported that when the staff attempted to begin pumping, the balloon did not inflate. As a result, the catheter was removed and replaced with a new one. The new catheter was inserted in the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).